Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the front corner of the top case and the tamper seal was removed/broken on the bottom case and plunger assembly. Review of the event history log showed an occurrence of "check syringe plunger sensor." Functional testing found that the device displayed "check syringe plunger sensor" at power up. The complaint was confirmed. Root cause of the reported issue was attributed to the flippers on the left plunger case were intermittently sticking. The plunger assembly was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.